Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown winterthur liner on an unknown date. It was also reported that the implant causes squeaking sound during movement.

Manufacturer narrative:
It became now aware, that the device reported in this incident was and is not released in the u.s. Market, therefor this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).